Event description:
It is reported that a customer had issues with the keypad on their insulin pump. The patient's blood glucose level was 148 mg/dl at the time of the call. The customer stated that their up and down key do not respond on their insulin pump. The customer was assisted with the issue and was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with a stripped battery cap coin. The pump also had intermittent button response due to corroded keypad traces. No ramping numbers on the screen were noted. The pump also had minor scratches on the display window, a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip.